Event description:
It was reported that the patient present for an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. Upon fixating the vlp, the patient complaint of chest pain. The vlp was unfixed which resolved the chest pain. Upon repositioning the vlp and fixating for a second, the patient complained of chest pain once again the vlp was unfixed. Pericardial effusion was confirmed via an echocardiogram, and a pericardiocentesis was performed to drain the excess fluids. The perforation site was the free wall. It was noted the patient's blood pressure was temporarily unmeasurable. A blood transfusion was also performed, and the patient was transferred to the ward in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.